Event description:
It was reported that pta balloon dilatation catheter shaft broke outside of the patient; however, the catheter remained attached by the polyamide. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned for evaluation. The investigation is confirmed for a break, as a complete circumferential outer shaft break was found at the proximal balloon joint. Based on the visual inspection of the break, it appeared that excessive force may have been applied to the catheter shaft, as the edges of the break were uneven and stretched. However, the definitive root cause for the outer shaft break could not be determined. The atlas instructions for use (IFU) provides general instructions for use of the device, as well as the warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.